Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2003.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted concurrently with anterior repair. It was reported that the patient underwent urethrolysis, anterior and posterior repair on (B)(6) 2003 for urinary retention, cystocele and rectocele. (B)(4).

Manufacturer narrative:
,

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.